Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *within 3 months following placement of the essure coils, the patient underwent an hsg procedure. (B)(6) 2010: hysterosalpingogram: doctor told me the fallopian tubes were blocked flat plata x-ray: both coils are still in place. Concurrent conditions included irregular periods, pelvic pain, generalized anxiety disorder, post-traumatic stress disorder, acne, insomnia, fatigue and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). In 2013, the patient experienced abdominal pain lower ("lower abdominal pain"). In 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menometrorrhagia ("heavy and irregular menstrual cycles/ irregular menstrual cycles"). The patient was treated with surgery (removal of fallopian tubes with removal of the essure device bilaterally/hysterectomy/tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, abdominal pain lower and dysmenorrhoea was resolving, the abdominal pain and menometrorrhagia had resolved and the pelvic pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage with essure. The reporter considered abdominal pain, back pain, menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received. Event outcome updated for: abdominal pain and heavy and irregular menstrual cycles/ irregular menstrual cycles. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, pelvic pain, generalized anxiety disorder, post-traumatic stress disorder, acne, insomnia, fatigue and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 3 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2013, the patient experienced abdominal pain lower ("lower abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menometrorrhagia ("heavy and irregular menstrual cycles"). On an unknown date, the patient experienced pelvic pain ("pain"). The patient was treated with surgery (removal of fallopian tubes with removal of the essure device bilaterally/hysterectomy ). Essure was removed on (B)(6) 2015. At the time of the report, the back pain, abdominal pain, menometrorrhagia, vaginal haemorrhage, menorrhagia, abdominal pain lower and dysmenorrhoea was resolving and the pelvic pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage with essure. The reporter considered abdominal pain, back pain and menometrorrhagia to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion within 3 months following placement of the essure coils, the patient underwent an hsg procedure. (B)(6) 2010:hysterosalpingogram:doctor told me the fallopian tubes were blocked flat plata x-ray:both coils are still in place. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-apr-2018: pfs received: reporters added: events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhoea (cramping), abdominal pain lower,pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On or about (B)(6) 2010, the patient started essure. In 2014, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain") and menometrorrhagia ("heavy and irregular menstrual cycles"). The patient was treated with surgery (removal of fallopian tubes with removal of the essure device bilaterally). Essure was withdrawn. At the time of the report, the back pain, abdominal pain and menometrorrhagia outcome was unknown. The reporter considered back pain, abdominal pain and menometrorrhagia to be related to essure. Diagnostic results: within 3 months following placement of the essure coils, the patient underwent an hsg procedure. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain starting approximately 4 years after the insertion. The plaintiff underwent removal of fallopian tubes with device removal bilaterally. Back pain, considered serious due to medical significance, is anticipated according to the reference safety information of essure. This report provided very limited information, however, as pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events consisted of abdominal pain and heavy irregular menstrual cycles. The case was classified as incident because intervention was required for device removal. A product technical analysis is awaited. Further information is expected only through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain starting approximately 4 years after the insertion. The plaintiff underwent removal of fallopian tubes with device removal bilaterally. Back pain, considered serious due to medical significance, is anticipated according to the reference safety information of essure. This report provided very limited information, however, as pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events consisted of abdominal pain and heavy irregular menstrual cycles. The case was classified as incident because intervention was required for device removal. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process.